Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Download rx log and perform review of the rx log: patient reported a loss of connection on (B)(6) 2019 with rx unit (B)(4) - customer complaint loss of connection could not be verified in log review on the incident day because rx unit and tx unit were not in a sensor session and\or paired on the incident day. Test on receiver functional test station: passed all relevant testing. Perform paring\calibration\performance\range test: passed. - after performing the ffa lab paring\calibration\performance\range test with the rx unit (B)(4) that the customer sent back with a good know tx unit 40a2ec, ffa lab could not find anything wrong with rx unit (B)(4) - please note that during the entire ffa lab pairing\calibration\performance\range test, the returned (B)(4) unit and the good known tx unit 40a2ec were ~20 ft apart. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.